Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving a shock. At the follow-up, noise on the right ventricular (rv) lead was noted which resulted in four shocks. Upon investigation, the rv lead noted high out of range pacing and shock impedance measurements with high threshold measurements. These measurements were consistent through the pacing system analyzer. As a result, this rv lead was surgically abandoned and replaced. No adverse patient effects were reported.